Event description:
It was reported that the patient experienced telemetry issues. An overdischarge was suspected. The patient had experienced a previous overdischarge, and the neurostimulator was only lasting a day or two before needing recharging. The last time any stimulation was felt was 2 to 6 months ago. The last successful recharge session was 2 to 6 months ago. Following the second overdischarge, the battery would not hold a charge longer than a day, and the patient decided to replace the battery with a primary cell. The patient's husband had medical issues, and it was reported that it may be a while before the patient had her replacement.

Manufacturer narrative:
Lead model 399930, lot # v010129, implanted: (B)(6) 2006, explanted: na; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).